Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead exhibited over-sensing and inhibition of ventricular pacing. The rv lead was reprogrammed, removed and replaced. No further patient complications have been reported as a result of this event.